Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was possible high impedance with the right ventricular lead, and that the lead impedance gradually increase to greater than 2000. The lead was capped and replaced. No patient complications were reported as a result of this event.